Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation that worsened while eating. The left ventricular (lv) lead was reprogrammed to increase lv pulse width and decrease output voltage. The lead remains in use. The patient is a participant in the (B)(6) clinic study. No patient complications have been reported as a result of this event.